Manufacturer narrative:
Additional information: h3, h4, h6 and h10. H10: the actual device was not available. However a picture and 8 retention samples were provided. A visual inspection and a leak test of the 8 retention samples was performed and they met the quality acceptance criteria. The reported condition was not verified. A visual inspection of the picture could not verify the reported condition. The most likely cause could be attributable to the manufacturing process, if during the assembling, excess of solvent was dispensed and heparin line got macerated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an external blood leak at the junction of the heparin line and the arterial chamber of a cartridge extended dialyzer line. This event occurred at the beginning of treatment. The blood was not returned to the patient and the patient lost approximately 300ml of blood; however, there was no patient injury or medical intervention associated with this event. No additional information is available.